Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29aug2019.

Event description:
The customer reported that the ventilator display is blank. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Date received by manufacturer: 20 august 2019. Date of this report: 14 november 2019. The field service engineer (fse) replaced the power supply to address the reported issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.